Event description:
It was reported that the pump was too movable. The actions required as a result of the event included a revision. A pocket revision was to occur to tack the pump down better. There were no other issues. The patient¿s status at the time of report was alive ¿ no injury. It was unknown if the patient had any symptoms. It was later reported that the pocket was revised with no issues. The pump was used to infuse an unknown type of drug.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).